Event description:
Device was returned for service. During service, technician found device wiring loose, ball bearing in extension tube defective and temperature slightly over specifications. This is report 1 of 1 for #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, investigation revealed the device bearing in extension tube defective, wiring connections loose and the temperature is over specification. The device was exchanged and sent to customer on (B)(4) 2013.